Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to short v-v intervals and non-sustained episodes. As part of troubleshooting, reprogramming was performed; however, more alerts were triggered. In office testing including pocket manipulation as well as isometrics could not elicit oversensing. Eventually it was determined that the device was sensing electromagnetic interference from an electrical short in or around a fireplace which was in close proximity to the patient¿s bed. It was recommended that the furniture be rearranged. The patient continues to be monitored and the ICD remains in use. No patient complications have been reported as a result of this event.